Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good condition. Functional and visual testing were performed. Results of the event history/error log review confirmed the customer's complaint. The root cause was the faulty dso sensor. The dso sensor has since been replaced and the device has now passed all functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was showing that the cassette was not attached properly. There was unknown patient involvement and unknown patient harm/adverse event reported.